Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that they plugged the unit into another outlet and had no issues. When logs were reviewed there was an ac power failure error. The imaging system passed the system checkout and was found to be fully functional. There was no failure with the system. A software investigation was initiated, however based on the work order/system checkout the issue was due to workflow technique/ac power outlet. Cable was connected to working outlet to recover. Software functioning as designed. Bi-500-01065, o-arm, software (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that during a sacroiliac and thoracolumbar procedure the site was having issues with the image acquisition system (ias) and the mobile view station (mvs) communicating. The clinical specialist (cs) stated that there was a low beeping coming from the system and they couldn't take any x ray shots. The site had unplugged the two systems and placed everything back together and they were able to establish communication. This site is shown to be a new install and already has had their umbilical cord replaced. Patient was present. Less than a 1 min delay in the case. There was no reported impact on patient outcome.